Manufacturer narrative:
Device analysis: the returned product consisted of a 27mm watchman flx implant. The implant had blood on the fabric. The delivery system was not returned for analysis. Inspection of the implant fabric, struts and anchors revealed no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician then inserted the 27mm wds. The 27mm closure device was deployed, but it did not meet release criteria. The device position was adjusted many times, but it still never met release criteria. This device was fully recaptured and replaced with a new 24mm closure device. The 24mm device still could not be deployed in the ideal location so the physician removed this and the was from the patient. A new double curve was was used with a new 27mm closure device. On the second deployment of the closure device the release criteria was satisfied. The physician released this device from the core wire and a successful implant in the laa of the patient occurred. When the physician was checking the inside of the heart for another procedure, it was confirmed that the device moved proximally from the laa. A biopsy forceps was used to retract the device, but it was fixed in the laa. It was confirmed via transesophageal echocardiogram that the lining membrane of the laa was lifted. The physician decided to leave the device as it was still strongly anchored to the laa. A short while after this the closure device embolized out of the laa and moved into the left ventricle. The patient underwent an emergency open heart procedure to remove the closure device. The surgery was successful in removing the closure device from the patient. There were no patient complications that were reported to have occurred during all these events. The patient remained stable.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician then inserted the 27mm wds. The 27mm closure device was deployed, but it did not meet release criteria. The device position was adjusted many times, but it still never met release criteria. This device was fully recaptured and replaced with a new 24mm closure device. The 24mm device still could not be deployed in the ideal location so the physician removed this and the was from the patient. A new double curve was was used with a new 27mm closure device. On the second deployment of the closure device the release criteria was satisfied. The physician released this device from the core wire and a successful implant in the laa of the patient occurred. When the physician was checking the inside of the heart for another procedure, it was confirmed that the device moved proximally from the laa. A biopsy forceps was used to retract the device, but it was fixed in the laa. It was confirmed via transesophageal echocardiogram that the lining membrane of the laa was lifted. The physician decided to leave the device as it was still strongly anchored to the laa. A short while after this the closure device embolized out of the laa and moved into the left ventricle. The patient underwent an emergency open heart procedure to remove the closure device. The surgery was successful in removing the closure device from the patient. There were no patient complications that were reported to have occurred during all these events. The patient remained stable.